Event description:
It was reported that the device could not be interrogated or reprogrammed. A lack of pacing along with intermittent pacing spikes were also noted. The device was not quite at elective replacement indicator (eri), but was approaching eri. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. Normal depletion was found as the device met expected longevity.